Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp device came out of position in the left ventricle (lv). When the team was unable to reposition, the pump was explanted and replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the positioning issue was patient movement. This report is being filed as part of a retrospective review of historical records.